Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received shocks due to noise when she entered her pool. The pool was professionally checked out and was "cleared." After some time, the patient "built up enough courage to take another attempt at the pool only to get shocked again." The device remains in use. No further patient complications were reported as a result of this event.